Event description:
Affiliate reported that when the surgeon investigated the pump to refill it, he received an error message: hardware failure 8. It was decided that a technician would be called to solve the problem. The result of this problem is a decrease of the efficacy of the drug treatment. The sales rep has cleared the error, checked the pump again for status errors and sensors. No anomalies were revealed. The program has been restarted. The pump alarm will be checked daily using a stethoscope.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation as it remains implanted. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.